Event description:
Info received indicates the customer feels the mattress topper ticking is too tacky and feel it is hard to move pts on the mattress. They feel it could be a risk even though no incident has occurred.